Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had no battery backup. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had no battery backup.

Manufacturer narrative:
The getinge field service engineer (fse) conducted an inspection on the unit and found that the battery backup us not available and that both batteries are defective. The fse resolved the issue by replacing the batteries. The fse performed all performance and functional testing successfully. The unit is in good working condition.